Event description:
It was reported that stent migration occurred resulting to an additional intervention. The long-term dialysis patient experienced swollen face and right arm. The 50% stenosed target lesion was located in a non-tortuous and non-calcified subclavian vein. Angiography was performed, and physician found that the patient's right subclavian vein to brachiocephalic vein arch were stenosed. A 16x40/9fr uni plus 75 cm wallstent endoprosthesis was implanted to the lesion to relieve the swelling. After 2 months, the patient returned to the outpatient department and angiography was performed again since the swelling did not improve. However, it was found that the previously implanted stent has migrated in the direction of the right subclavian. Another 14x60 mm wallstent was implanted at the external jugular to superior vena cava and the procedure was completed. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Manufacturer narrative:
B3 - date of event: used the first day of the month of the bsc aware date since event date was not provided. H6 - patient codes and impact codes: updated.

Event description:
It was reported that stent migration occurred resulting to an additional intervention. The long-term dialysis patient experienced swollen face and right arm. The 50% stenosed target lesion was located in a non-tortuous and non-calcified subclavian vein. Angiography was performed, and physician found that the patient's right subclavian vein to brachiocephalic vein arch were stenosed. A 16x40/9fr uni plus 75cm wallstent endoprosthesis was implanted to the lesion to relieve the swelling. After 2 months, the patient returned to the outpatient department and angiography was performed again since the swelling did not improve. However, it was found that the previously implanted stent has migrated in the direction of the right subclavian. Another 14x60mm wallstent was implanted at the external jugular to superior vena cava and the procedure was completed. No patient complications were reported and the patient status was stable. It was further reported that the lesion was 80% stenosed, 16mm in size, and was pre-dilated. The original stent was repositioned distally and another stent was implanted, overlapping, so that the external jugular to the superior vena cava were treated. Post-dilatation was performed following stent placement.